Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, during the cleaning of synovial tissue, the inner core of the full radius blade was cracked. The procedure was successfully completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The outer blade is bent and deformed in multiple places. The inner blade is broken into two pieces, the distal portion of the inner blade is stuck inside the outer blade. Bio debris is present. A functional evaluation could not be performed due to the condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.